Event description:
It was reported that during a port placement procedure the metal guide allegedly bent into the patient's neck. It was further reported that the metal guide allegedly difficult to remove. With great difficulty, the guide was removed and a new cvc kit was used to find a new guide. The device was then correctly positioned in the jugular vein by ultrasound-guided route. It was then necessary to repeat the procedure from the beginning. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one j-tip guidewire was received for evaluation. Along with returned sample, one electronic photo was provided for review. Visual and dimensional evaluations were performed. A kink was noted on the distal portion of the j-tip guidewire. Therefore, the investigation is confirmed for the reported deformation issue. However, the investigation is inconclusive for the reported difficulty in removal issue as the exact circumstance at the time of the reported event was unknown. Based on measurements, all the measured values were noted to be within the specification. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 17-apr-2025, it was reported that during a port placement procedure the metal guide allegedly bent into the patient's neck. It was further reported that the metal guide allegedly difficult to remove. With great difficulty, the guide was removed and a new cvc kit was used to find a new guide. The device was then correctly positioned in the jugular vein by ultrasound-guided route. It was then necessary to repeat the procedure from the beginning. There was no reported patient injury.